Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage with twin"), twin pregnancy ("miscarriage with twin"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live birth without complication) in 2012. In (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a twin pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue."), hypertension ("after baby, had hypertension at stroke level"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("menstrual cramps"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, abortion spontaneous, twin pregnancy, pregnancy with contraceptive device, genital haemorrhage, hypertension, headache and dysmenorrhoea outcome was unknown and the migraine, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: this case refers to the second pregnancy with essure for the first pregnancy case refer to case # (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage with twin"), twin pregnancy ("miscarriage with twin"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy with contraceptive device (live births without complication on (B)(6) 1993, (B)(6) 1998, (B)(6) 2010 and (B)(6) 2013.) In 2012, vaginal delivery, nickel sensitivity, blood pressure high, tonsillectomy, cholecystectomy, ovarian cyst and chronic cervicitis. Concomitant products included hydralazine from (B)(6) 2013, labetalol from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue."), dysmenorrhoea ("menstrual cramps/dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have a twin pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure. In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced hypertension ("after baby, had hypertension at stroke level/ severe hypertension"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes),oophorectomy(one side removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, migraine, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the abortion spontaneous, twin pregnancy, pregnancy with contraceptive device, headache and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: this case refers to the second pregnancy with essure (for the first pregnancy case refer to case # (B)(4)). The left coil was placed first without any difficulty and there were three trailing coil discrepancy to be noted in plaintiffs date of birth as (B)(6) 1999. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality-safety evaluation of product technical compliant incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage with twin"), twin pregnancy ("miscarriage with twin"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 761611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy with contraceptive device (live births without complication on (B)(6) 1993, (B)(6) 1998, (B)(6) 2010 and (B)(6) 2013.) In 2012, vaginal delivery, nickel sensitivity, blood pressure high, tonsillectomy, cholecystectomy, ovarian cyst and chronic cervicitis. Concomitant products included hydralazine from (B)(6) 2013 to (B)(6) 2013, labetalol from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue."), dysmenorrhoea ("menstrual cramps/dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have a twin pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure. In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced hypertension ("after baby, had hypertension at stroke level/ severe hypertension"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes),oophorectomy(one side removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, migraine, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the abortion spontaneous, twin pregnancy, pregnancy with contraceptive device, headache and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: this case refers to the second pregnancy with essure (for the first pregnancy case refer to case # (B)(4). The left coil was placed first without any difficulty and there were three trailing coil discrepancy to be noted in plaintiffs date of birth as (B)(6) 1999. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received: lot number was added. Event device monitoring procedure not performed was added. Essure insertion date and removal date were updated. Plaintiffs middle name was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage with twin"), twin pregnancy ("miscarriage with twin"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("heavy bleeding") in a 13-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live births without complication on (B)(6) 1993, (B)(6) 1998, (B)(6) 2010 and (B)(6) 2013.) In 2012. Concomitant products included hydralazine from (B)(6) 2013 to september 2013, labetalol from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue."), dysmenorrhoea ("menstrual cramps/dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have a twin pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced hypertension ("after baby, had hypertension at stroke level/ severe hypertension"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes),oophorectomy(one side removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, migraine, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the abortion spontaneous, twin pregnancy, pregnancy with contraceptive device, headache and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: this case refers to the second pregnancy with essure (for the first pregnancy case refer to case # (B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Concomitant medication added. New events : abdominal pain ,back pain were added. Onset date of events added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("heavy bleeding") in a female patient (gravida 2, para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue."), hypertension ("after baby, had hypertension at stroke level"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("menstrual cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, hypertension, headache and dysmenorrhoea outcome was unknown and the migraine, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received- new event pregnancy (with complications), device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, after baby, had hypertension at stroke level, fatigue were added. New reporter, patient information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage with twin"), twin pregnancy ("miscarriage with twin"), pregnancy with contraceptive device ("pregnancy (with complications)") and genital haemorrhage ("heavy bleeding") in a female patient (gravida 2, para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device (live birth without complication) in 2012. In (B)(6)2010, the patient had essure inserted. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), twin pregnancy (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue."), hypertension ("after baby, had hypertension at stroke level"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("menstrual cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, abortion spontaneous, twin pregnancy, pregnancy with contraceptive device, genital haemorrhage, hypertension, headache and dysmenorrhoea outcome was unknown and the migraine, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: this case refers to the second pregnancy with essure (for the first pregnancy case refer to case # 2018-173266) most recent follow-up information incorporated above includes: on (B)(6)2018: new event miscarriage with twin were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("menstrual cramps"). The patient was treated with surgery (had surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.